Event description:
Caller reported observing insulin leaking from the tubing. Caller indicated that patient examined the tubing and discovered that it had broken around the luer lock. Caller did not report any physiological effects.